Manufacturer narrative:
No product will be returned for evaluation. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported too high of blood glucose levels and bent infusion cannulas when using a new type of infusion set. Patient started to use the infusion set insertion device, and the issue of bent cannulas resolved. Patient still continued to experience elevated blood glucose of approximately 20 mmol/l after 24 hours of use. Alleged infusion sets were discarded and were not requested to be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional details were provided.